Manufacturer narrative:
A ge svc rep evaluated the system and replaced the single board computer and associated hardware. System operates as intended.

Event description:
Customer reported intermittent no boot. No pt injury was reported.